Event description:
Additional information received per clinical assessment confirming that multiple type ii endoleaks were also present. Based on this new information, there is no alleged deficiency related to an endologix device. This is no longer a reportable event to the FDA.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of aneurysm sac growth due to a lack of relevant comparative imaging. Procedure-related harms and user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was reported to be doing well post secondary endovascular procedure. The clinical assessment also determined that there was evidence to reasonably suggest multiple type ii endoleaks (lumbar) and proximal coiling (date unknown) occurred that were not included in the event as reported; these additional findings were discovered during review of the 88-month post implant CT scan. This event is most likely anatomy-related as the reported sac growth would be a result of the type ii endoleaks, which are not caused or contributed by the device. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. This is no longer a reportable event to the FDA.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the intuitrak abdominal aortic aneurysm stent. Approximately 7.5 years post initial procedure, the patient presented with an enlarged aneurysm (12cm) during routine follow-up. The physician elected to treat the patient by relining with the ovatin ix system (main body, extender, and two (2) iliac limbs) on (B)(6) 2019. The secondary procedure was successful and the patient did well. There have been no additional patient sequelae reported.